Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated white blood cell (wbc) results while using the cell-dyn 1800 analyzer. The following data was provided for one patient. The customer uses reference range 4.8 to 10.8 k/ul. Initial 75.8, repeat 17.9 the customer stated the repeat result was consistent with patient history. No impact to patient management was reported.

Manufacturer narrative:
An abbott field service engineer was dispatched to the account and adjusted the analyzer detergent cap (part 03h92-01) and diluent cap (part 92163-01) to allow airflow into the reagent containers to address the flow and clog issue reported by the customer. No damaged parts were reported. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, and a labeling review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The diagnosis and treatment of the patient was not provided and a definitive cause for the different results could not be determined. The patient specimen was not available for return and the true value for this specific patient sample could not be verified. The customer stated that multiple flags for all runs for the patient specimen were observed, including the rm flag. The operator manual states that the rm flag can be caused by interfering substances including nucleated red blood cells (rbc), platelet clumps, giant platelets (plt), or incomplete lysis of rbc in the specimen. The presence of interfering substances in the specimen could not be eliminated. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.